Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However the insulin pump had intermittent button response due to corroded keypad trace. The device had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 230 mg/dl. Nothing further reported.